Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the post procedure device check, lead dislodgement and loss of capture were observed on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable.